Manufacturer narrative:
MFR 3003721894-2017-00329 is associated with argus case (B)(4), super poligrip.

Event description:
Had a heart attack and was hospitalized for it [heart attack], product has aluminum in it and he is allergic to that ingredient [allergic reaction]. Case description: this case was reported by a consumer and described the occurrence of heart attack in a male patient who received gsk denture adhesive (formulation unknown) (super poligrip) cream (batch number unk, expiry date unknown) for dental care. Concurrent medical conditions included allergy to aluminum. Concomitant products included no therapy. On an unknown date, the patient started super poligrip. On an unknown date, an unknown time after starting super poligrip, the patient experienced heart attack (serious criteria hospitalization and gsk medically significant) and allergic reaction (serious criteria hospitalization). The action taken with super poligrip was unknown (dechallenge was unknown). On an unknown date, the outcome of the heart attack and allergic reaction were unknown. It was unknown if the reporter considered the heart attack to be related to super poligrip. The reporter considered the allergic reaction to be possibly related to super poligrip. Additional details, adverse event information was received on 17 may 2017. The consumer reported that he reported that he had a heart attack and was hospitalized for it. He later found out that the product has aluminum in it and he was allergic to that ingredient.